Event description:
Pt had ventral hernia repair with mesh in 2005. Post operatively, she developed a wound infection requiring a wound vac. The infection seemed to have cleared up by the next three months. She was admitted to the hospital on in 2007 with abdominal mesh infection. Six days later, she was taken to the or for removal of the mesh, an I and d placement of a vac.